Manufacturer narrative:
This report is submitted on april 27, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported, the patient experienced a magnet dislodgement. Surgery to replace the magnet was completed on (B)(6) 2018.